Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a heartmate 3 (hm3) left ventricular assist device (lvad) on (B)(6) 2021. Right ventricular (rv) failure occurred on (B)(6) 2021, necessitating centrimag (cmag) rvad therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on left ventricular assist device (lvad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.